Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer stated that the insulin pump alarmed no delivery. She complained of vomiting, nausea, and sickness, and was treated with two intravenous drops for insulin and fluids. The customer also received pain medication, and the blood glucose reading was brought down to 184 mg/dl before she was discharged. During troubleshooting, small air bubbles were reported and insulin did not exit the tubing during manual prime. The customer checked the bolus history, noted that it does not look correct and that she should have received more insulin. No leak was observed. The device passed the high pressure test. Advised that the insulin pump was working as designed. Per troubleshooting with a new reservoir, the device alarmed no delivery with manual prime. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing, including the rewind, basic occlusion, occlusion, prime excessive no delivery, and displacement tests. After testing it was concluded that the device operated within specifications. No excessive no delivery alarms were noted. The device was tested with a water filled reservoir and no air bubble anomalies were observed. The insulin pump was received with a cracked case at display window corners and cracked reservoir tube, as well as broken battery tube threads.